Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The hv capacitor was replaced as a precaution. The device was recertified and returned to the customer. The g5 operator's manual advises users of the appropriate operating and storage conditions for temperature and humidity of the device. Reports of this nature typically do not meet zoll's reporability requirements. Analysis of reports of this type has not identified an increase in trend.